Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test at 4.5lbs, force sensor test, occlusion test, active current test, and self-test but failed the sleep current test. Successfully downloaded history files and traces using thump. Pump error 15 was not present in the history download on event date of 17-feb-2023. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms/alerts during testing or in the pump history. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Swapping out test boards confirms failed sleep current measurement, problem isolated to the electronic assembly. The following were noted during visual inspection: cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to the electronic assembly. Customer alleged pump error 15 was not confirmed on the event date or prior. Cosmetic damage was confirmed located at the belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the critical block and inverse critical block did not add to zero (pump errors 15) and reported damage to the insulin pump. Troubleshooting was performed and found that the belt clip was damaged and it was chipped off. No harm requiring medical intervention was reported. The customer had discontinued the use of the insulin pump. The insulin pump was returned for analysis.